Event description:
It was reported that the customer's insulin pump was not functioning properly, which cause to rise the blood glucose up to 377mg/dl. Troubleshooting was performed. The time, date, basal rates, and bolus wizard were correct. The drive support cap appears normal. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.